Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 12 syringe 0.3ml 31ga 8mm 10bag 500 wal were unable to aspirate during use. The following was reported by the initial reporter: "it was reported cannot draw with some of his syringes. Verbatim: per us com update in (B)(4) on (B)(6) 2021, from phone call on 2021-03-02 17:37:17: catalog: 328512. From phone call on 2021-03-02 17:31:35: consumer stated, he was unable to draw his "levimir" with syringes. Stated, he's been using product for 20 years and never had a problem 12 syringes affected. Lot: unknown. Catalog: 3/10ml, 31g, 8mm. Date of event: unknown. Samples: yes (B)(6). Received voicemail from (B)(6) consumer stating, cannot draw with some of his syringes. (B)(6)"

Manufacturer narrative:
The following fields were updated due to additional information: d.3. Medical device manufacturer: bd medical - diabetes care, d.4. Medical device lot #: 0160001, g.1. Manufacturing location: bd medical - diabetes care, h.5. Device manufacture date: 10/22/2020 h3 other text : see h.10.

Event description:
It was reported that 12 syringe 0.3ml 31ga 8mm 10bag 500 wal were unable to aspirate during use. The following was reported by the initial reporter: "it was reported cannot draw with some of his syringes. Verbatim: per us com update in snow on 03/02/2021. From phone call on 2021-03-02 17:37:17: catalog: 328512. From phone call on 2021-03-02 17:31:35: consumer stated, he was unable to draw his "levimir" with syringes. Stated, he's been using product for 20 years and never had a problem 12 syringes affected, lot: unknown, catalog: 3/10ml, 31g, 8mm; date of event: unknown, samples: yes cl. Received voicemail from relion consumer stating, cannot draw with some of his syringes. Cl."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18 h6: investigation summary ustomer returned two syringes in a pouch labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0160001. When attempted, water could not be drawn into either syringe. Both syringes were inspected under the microscope. It was observed that there was an orange material lodged in the distal tip of the cannula of one of the syringes. This material matches the color of the needle shield. The other syringe featured no such obstruction. A wire was threaded into the distal tip of the cannula. The wire reached several millimeters into the length of the cannula before stopping. The wire could not be used to dislodge the obstruction. The obstruction is likely adhesive based on its location and durability. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples, bd was able to replicate and confirm the customer¿s indicated failure of the syringes being unable to draw insulin in both samples.

Event description:
It was reported that 12 syringe 0.3ml 31ga 8mm 10bag 500 wal were unable to aspirate during use. The following was reported by the initial reporter: "it was reported cannot draw with some of his syringes. Verbatim: per us com update in snow on(B)(6)/2021 from phone call on 2021-(B)(6)17:37:17: catalog: 328512 from phone call on 2021-03-(B)(6):31:35: consumer stated, he was unable to draw his "levimir" with syringes. Stated, he's been using product for 20 years and never had a problem 12 syringes affected lot: unknown catalog: 3/10ml, 31g, 8mm date of event: unknown samples: yes cl received voicemail from relion consumer stating, cannot draw with some of his syringes. Cl" date of event: unknown received voicemail from relion consumer stating, cannot draw with some of his syringes. Cl samples: yes cl.